Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may be experiencing premature battery depletion. The monitoring voltage is decreasing at a more rapid than expected rate. The physician has elected to monitor batery status and monitoring voltage until elective replacement indicator (eri) is reached. Implanted: 08/15/95 (implanted 12 months)